Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor pairing failure with the ilet, which resolved after the user restarted the ilet and the sensor resumed with the remaining warm-up period. No adverse clinical symptoms reported. Outcomes included no impact on health and no interruption in therapy after resolution. User support included troubleshooting and education provided remotely, including guidance to restart the ilet. Investigation of this case revealed that the issue was consistent with a transient communication or pairing malfunction between the sensor and the ilet that resolved with a device restart, with no device component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction leading to a temporary communication error that was corrected by standard troubleshooting.